Event description:
It was reported that this implantable cardioverter defibrillator (ICD) was an attempted implant due to exhibiting telemetry issues during the initial implant procedure. In addition, noise and oversensing with no pacing inhibition were observed. Subsequently, the physician opted to use a different device. A new ICD was successfully implanted. No adverse patient effects were reported.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported oversensing, noise and telemetry issues.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) was an attempted implant due to exhibiting telemetry issues during the initial implant procedure. In addition, noise and oversensing with no pacing inhibition were observed. Subsequently, the physician opted to use a different device. A new ICD was successfully implanted. No adverse patient effects were reported.